Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was and a watchman laa closure device & delivery system (wds) were used during a left atrial appendage (laa) closure procedure. The patient's international normalized ratio (inr) was 5. The closure device was implanted and the procedure was successfully completed without incident on (B)(6) 2019. The patient was discharged home. On (B)(6) 2019, patient presented back with shortness of breath and a pericardial effusion was discovered. A pericardiocentesis was performed to resolve the effusion and the patient is stable.